Event description:
The patient reported their blood glucose (bg) level reached 270 mg/dl, while wearing the pod between 4 and 24 hours. They reported being unsure if the cannula was properly inserted in the infusion site. Treatment information and pod site were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula fully deployed. The soft cannula was measured to be the correct full length according to specification and no damages were observed. Inspection of the fluid path and needle mechanism components found no damages or manufacturing deficiencies that would prevent the cannula from properly inserting. The exact cause of the reported cannula improperly inserting could not be determined.